Event description:
Boston scientific crm received information that this patient's latitude monitoring system detected a red alert (high right ventricular (rv) pacing impedance). The local representative was contacted and the clinic nurse had already started reviewing the data from latitude's web site.

Manufacturer narrative:
Boston scientific crm received information that this patient was presented to the electrophysiology (ep) lab. The lead was surgically capped and replaced. There were no adverse patient events reported.